Event description:
It was reported the device exhibited premature elective replacement indicator (eri). The device reached recommended replacement time (rrt) in less than 5 years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4): the device was returned and analyzed and analysis revealed normal battery depletion. Concomitant medical products: product ID: 694965, implantable tachy lead, implanted: (B)(6) 2006. Product ID: 5076-52, implantable pacing lead, implanted: (B)(6) 2006. Product ID: 1056t, competitor pacing lead, implanted: (B)(6) 2006. (B)(4).